Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose of 407 mg/dl. The customer was treated with insulin pump. Troubleshooting was declined for high blood glucose and under delivery. Auto mode used was unknown during the time of event. The insulin pump will not be returned for analysis.